Manufacturer narrative:
Stepwise implementation of robotics and a certified enhanced recovery program significantly improves multiple outcome metrics in a liver surgery unit;florian primavesi; european journal of surgical oncology; 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study assessed outcomes of patients undergoing liver surgery before and after an enhanced recovery program between 2020 and 2024. In all patients, inflow pedicle and hepatic vein branches were transected with a reload, metal or polymer surgical clips, or suture ligations. Of the 225 patients in the study, 84 underwent open surgery and 141 underwent robotic or laparoscopic surgery. Complications included intraoperative bleeding, postoperative hemorrhage, bile leak, and postoperative liver failure. Conversion to open procedure, blood transfusions, reoperations, and readmissions were reported. There were 4 deaths in the open surgery group with no additional information provided.